Event description:
The pt was implanted with a left ventricular assist device (lvad). The hospital reported that after approx 14 months of support on the lvad, the pt was readmitted due to elevated liver function tests (lfts), power elevations and hemolysis. The pt was given tissue plasminogen activator (tpa). The pump was explanted due to suspected thrombus and the pt was successfully transplanted.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.